Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an implant procedure on (B)(6) 2018 but did not follow up with the physician since then. Upon x-ray result, the lead was pulled back and hung on the inside of coronary sinus. No capture at max output was observed on the lead as well. The lead was explanted and replaced. The patient was stable.